Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be intact with no lifting or peeling. All of the keypad buttons were not responding to user inputs. There was evidence of keypad adhesive found under all key contacts.

Event description:
The pt reported that the buttons were not responding on the keypad and unable to verify the screen. The reporter denies damage to the keypad or exposure to water.